Event description:
It was reported that an error was made when programming the pump earlier on the date of this report. There was 40 milligrams (mg) per milliliter (ml) in the pump and that was switched to 25 mg/ml but the physician programmer was not updated to reflect the change. The pump had been running approximately 90 minutes with a bridge bolus programmed with a duration of 51 hours and 46 minutes. The bridge bolus was now cancelled and a modified bridge bolus using the priming bolus function was programmed which resolved the issue. Reportedly, there was no therapy or medical problem. This device system delivered morphine.

Manufacturer narrative:
Product ID 8575, lot# n152945, implanted: 2008 (B)(6); product type accessory product ID 8709 lot# j10952r30, implanted: 2001 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).